Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.